Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: there was evidence of moisture noted behind display lens when inspected. Performed leak test, pump failed leak test due to a leak from the display lens seal. The display lens was found to be peeling. When pump was opened evidence of moisture was found inside. There was no vibration present during testing. The vibration motor was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.